Event description:
It was reported that during patient use, the ventilator o2 mixer was unable to be rotated and stopped at 40%. It was forcibly turned up to 80% once and after that, it could not be turned over 40%. Although the ventilator did not stop cycling, the patient was transferred to another ventilator without any reported harm there is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The oxygen (o2) mixer was received for investigation and visual inspection found no anomalies. The unit was disassembled and it was observed that there was contamination inside the chamber. Functionality tests were performed and could not duplicate the customer complaint that the mixer could not be turned over 40%. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).the ventilator&#39;s serial number is unknown. Therefore, the manufacturing date is unknown.